Event description:
My daughter was hospitalized for dka she has been diabetic for 19 years. And has never had this life threatening issue. She was in ICU 2 days, regular room, 1 day. She recently started using the medtronic pump minimed 670g. Although it is not part of recall I believe more models from this company may be susceptible to the hacking issue. She continues to have problems with low bg I had to give her a glucagon shot she had not administered insulin for a day and a half. Test 1: test date: (B)(6) 2019. Test name: (B)(6). I could not move forward with "complaint" without completing this section. Above info means nothing except for daughters name and admissions date. Continue to experience pancreas. FDA safety report ID # (B)(4).